Event description:
The facility reported an infusion pump that failed during pt use. The facility's nurse educator stated that the pump was used on a very critically ill intensive care unit pt who was on the way to CT scan. The pump was infusing epinephrine at rate of 10mcg/kg/min, dopamine at a rate of 15mcg/kg/min, and dobutamine at a rate of 5mcg/kg/min when the event occurred. The pt's blood pressure was reported to be between 80 and 90 systolic while on the vasopressor drips. When the pt arrived to CT scan, the pump alarm "air in line." The nurse advanced the air and the pump reportedly "locked" and shut down. The nurse turned the pump back on, unloaded the tubing, and administered the medication manually "to gravity." The pt's blood pressure reportedly dropped to 70 (systolic), however, the nurse educator stated that no pt injury or need for medical intervention had been reported.